Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead displayed loss of capture (loc). A x-ray was performed, which confirmed the rv lead dislodged. The decision was made to reposition the rv lead. This time they left more slack than when first implanted. No additional adverse patient effects were reported. This rv lead remains in service.